Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. Vascular access was obtained using an ipsilateral approach. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous left common iliac artery (cia) to left external iliac artery (eia). Another manufacturers' 0.035" 260cm guide wire crossed the lesion and the lesion was pre-dilated with a synergy balloon catheter. This 8.0x40x135cm express vascular ld stent was then advanced to the lesion without any form of resistance when the stent moved on the balloon proximal to the lesion. The stent did not dislodge from the stent delivery system (sds). The device was removed from the patient and the procedure was completed with another express ld stent. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).